Event description:
Event description: inflation device was used for pci with stent. During inflation it was reported, the manometer did not move upper than certain pressure. The physician was pressurizing continuously, the delivery balloon was then ruptured and the stent was expanded excessively. No damage was noted on the package. Preparation was performed and no abnormality noted. The manometer stopped at around 12atm. Pressure applied for 20sec at 12atm. The pressure when the stent delivery balloon was ruptured is unknown (not recorded). After balloon rupture the device was withdrawn from the patient safely. No health hazard to the patient. Cine images are not available.

Manufacturer narrative:
(B)(4). Evaluation is currently being performed on the returned device. Once the evaluation is completed a follow- up medwatch report will be submitted.

Manufacturer narrative:
The actual device used during the case was evaluated. Visual examination of the returned inflation device revealed that there is residule fluid in the extension line and barrel of the device. The manometer needle is resting on zero. There does not appear to be any damage on the device. An inflation test was performed and the needle of the manometer moved erratically from zero. Vacuum testing was conducted and the needle of the manometer became stuck on 9atm. The device was shipped to the contract manufacturer for evaluation. A pressure test was conducted and the needle of the manometer stopped at 3atm. The manometer was disassembled and inspected under magnification. An unknown substance was noticed in the filter area. The testing of this substance indicates that it is contrast media. The contrast media crystallized or reacted with the filter and clogged the passage way preventing proper operation of the manometer. A review of the device history record did not detect any deficiencies within the manufacturing process. The event is not confirmed for defective manometer. Contrast media crystallized and reacted with the filter and clogged the passage way preventing proper operation of the gauge. The analysis is complete as of today (B)(4) 2013.